Event description:
The cusotmer was hosptialized for dka. Bgs were treated and the set was changed. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol.